Event description:
It was reported that during a laparoscopic obesity surgery, the device fired some of the staples, but not all of them. It cut and stapled equally. Had to use a new one to complete the procedure. Patient is ok.

Manufacturer narrative:
Evaluation summary: the analysis showed that the device was received with the firing mechanism damaged and with a cartridge loaded in the device. The cartridge was received fully fired and with no damage to the cartridge lock out tab. The returned device was found to be non functional as the firing mechanism was damaged. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were broken. No functional test could be performed due to the condition of the device. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.